Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there were no errors related to the customer complaint. The device was visually inspected and there was a degraded downstream occlusion seal. Functional and visual test were performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited rear housing damage. During physical inspection, it was found that there was a degraded downstream occlusion seal. There was no patient involvement, no injury was reported.